Event description:
It was reported that the patient presented to the clinic following a vibratory alert for low left ventricular lead impedance. No patient symptoms were reported. In clinic, all electrical values were normal. The patient would be monitored.

Manufacturer narrative:
(B)(4).